Manufacturer narrative:
The fsr replaced the abd. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the air bubble detector (abd) falsely alarmed even with fluid present in the line. There was no patient involvement.